Manufacturer narrative:
Correction: section d6a - the date of implant is (B)(6) 2015.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2023-10912. It was reported that the patient presented to the clinic remotely via merlin.net. Upon review, the atrial and ventricular lead exhibited undersensing which were seen on automatic mode switch episodes. Also, noise was detected in some events. No patient consequences were noted.